Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) have been returned to the distributor, but have not been evaluated yet. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction prior to when the patient reporting cutting the lifevest. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files and ECG strips. The primary cause of the treatment shock was lack of response button use prior to the treatment shock (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was amplitude oversensing and multiple counting. The multiple counting satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69%per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of three shocks. It was reported that the patient was at home and that he had cut off the lifevest because he was unsure how to remove it at the time of the event. The patient reported that he was not treated and did not feel the treatment shocks. Per the patient's ECG preceding the treatment, the patient was in a possible sinus rhythm with amplitude oversensing and multiple counting at 17:09:05 on (B)(6) 2020. The patient was then treated three times. The patient's ECG rhythm at the time of the treatments is unknown. The energy delivered in the treatments delivered was 8 joules, 7 joules, and 8 joules, respectively. The low energy shocks were likely due to the pulse being delivered into an open load. This is consistent with 0 ohm impedance. The response buttons were not pressed during the event. The patient did not seek medical attention and continued wearing the lifevest.